Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated blood glucose for most of the day after a recent pump supply change, with levels trending downward to 278 mg/dl at the time of the call, and the user was within the first week of starting pump therapy. Symptoms included hyperglycemia. Outcomes included monitoring at home without medical intervention. Investigation included a review attempt of device and glucose data, but same-day data were not yet synced, and the user planned to sync later with assistance; troubleshooting and education on continued monitoring were completed. Investigation of this case revealed no device malfunction identified due to unavailable synced data, and the event was assessed as cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient objective evidence. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.